Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer was unable to load a new cartridge on their pump and reverted to alternate form of insulin therapy. Customer's blood glucose level was not impacted by this event.